Event description:
During a tfn procedure the tip of the drive shaft broke off. As the surgeon was reaming she was pushing hard and the tip broke off. The tip was contained in the tubing and did not go into the patient wound. The surgeon was pushing hard because it was a tight canal. The surgeon would advance the reamer then back it out, advance it, then back it out, working within the tight canal.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records found parts conformed to all requirements. The parts had been reworked per the normal manufacturing process to (B)(4). No ncr was associated with this lot. The helix located above the hex is worn down which caused the drive shaft to fail. (B)(4).